Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported multiple tego connectors have obstruction issues over a period of time. The complaints occurred during dialysis or already when flushing, the sealing caps partially pinch shut or close completely. There was patient involvement and no patient harm. No further information was available.

Manufacturer narrative:
Received one (1) used d1000 tego for inspection. The seal on the tego had been excessively damaged. The seal was found to be collapsed occluding the fluid path when activated by a male luer. Damage was found on the yellow body of the tego, typical of tooling marks. The reported complaint can be confirmed. The probable cause of the torn seal and damaged body is due to overtightening during use. Dfu states: "do not overtighten.". A device history review (DHR) of lot #13772666 and relevant commodities were reviewed and no relevant nonconformities were found that would have led to the reported complaint.